Manufacturer narrative:
This is a cancellation report .the file has been reassessed as not reportable due to additional information received that the kink was reported in error by the sales rep and it has been determined that the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. 2 x zebd-10-10 device of lot number c1587339 was returned to cirl for evaluation unopened in its original packaging. As per lab evaluation devices were found to have no defects. Prior to distribution zebd-10-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-10-10 of lot #c1587339 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use which accompanies this device informs that ¿if an abnormality is detected that would prohibit proper working condition, do not use.¿ a possible root cause could be attributed to the customer belief that this stent should have been supplied with a pigtail straightener as this size device does not come with a straightener this will be viewed as negative feedback. Complaint is confirmed based on the customer¿s testimony. The device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent kinked. "As per complaint form": the assistant is not available to straight the stent, without a kink, without a 10 french straighter.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent kinked. "As per complaint form": the assistant is not available to straight the stent, without a kink, without a 10 french straighter.